Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The biopsy channel was clogged. In addition to evaluation in b5, the bending section cover glue separated. The light guide lens cracked. The light guide bundle was damaged. The scope body was damaged and deformed. The scope cover was deformed. The connector body was corroded. There was a non-olympus endotherapy accessory. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis exera ii gastrointestinal videoscope was blocked by a cable making it impossible to clean. There was no report of patient harm associated with this event. During incoming inspection, the biopsy channel was clogged by a foreign yellow tube due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.